Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted concurrently with th and bso due to stress incontinence, endometriosis, and dysmenorrhea. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, and dyspareunia. On (B)(6) 2004 the patient underwent release of tvt due to inability to void, status post mesh implant 6 weeks.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.